Event description:
A us distributor reported that a patient was receiving 'adjust belt' messages.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt was unable to recognize ECG "c". The cause for the failure was isolated to an open lead 1- wire in the cable connecting ECG "c" and ECG "d". The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt was unable to recognize ECG "c". The cause for the failure was isolated to an open lead 1- wire in the cable connecting ECG "c" and ECG "d". The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving 'adjust belt' messages.